Event description:
The patient reported that her first pump in "2005" was taken out due to a csf leak after a blood patch 'didn't work". The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were sent home leaking spinal fluid. After surgery the patient stood up and had a headache. She was given demerol, and it ¿knocked her out.¿ the patient stated that they had ¿never been so sick in my life.¿ on (B)(6) 2012 the patient had a blood patch done. Something ¿came loose¿ or was not ¿put in right¿ and so the entire system was replaced. Additional information has been requested, but was not available as of the date of this report.